Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 790 mg/dl. The customer stated that she did not give herself enough insulin with a syringe, so the blood glucose levels went high. She stated that she did not have any new insulin set with her leading up to the hospitalization. She stated that she was hospitalized for 2 hours, and her blood glucose reading was lowered to 217 mg/dl before she was discharged. She stated that she had been off the insulin pump for about 3 days since thursday. Advised that supplies would be sent to her for continuation of insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.